Manufacturer narrative:
Following the investigation based on the data log, it was pointed out that the root cause is a residual software bug already known.

Event description:
It was reported that during a surgery the surgeon triple clicked on the pedal while the robot arm was moving causing a communication error and a system shutdown.